Event description:
The customer observed false positive architect total -hcg result generated on the architect i2000sr processing module for a patient. The sample was repeated and a negative result was obtained. The sample was also tested on another platform (roche cobas 601) which generated a negative result. The following data was provided (= 5.00 miu/ml is negative, >5.00 to <25.00 miu/ml is grayzone, = 25.00 miu/ml is positive): initial result = 319.2 miu/ml (positive), repeat result = 4.23 miu/ml (negative). Another platform result (roche cobas 601) = negative. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed false positive architect total -hcg result generated on the architect i2000sr processing module for a patient. The sample was repeated and a negative result was obtained. The sample was also tested on another platform (roche cobas 601) which generated a negative result. The following data was provided (= 5.00 miu/ml is negative, >5.00 to <25.00 miu/ml is grayzone, = 25.00 miu/ml is positive): initial result = 319.2 miu/ml (positive), repeat result = 4.23 miu/ml (negative) another platform result (roche cobas 601) = negative there was no impact to patient management reported.

Manufacturer narrative:
After further evaluation, the suspect medical device was changed from the architect total b-hcg reagent, list 07k78-77, abbott ireland diagnostics division, longford, ireland to the architect i2000sr processing module, list 03m74-02, abbott laboratories, irving, texas, USA. MDR number 3016438761-2024-00575 has been submitted and all further information will be documented under that MDR number.